Event description:
The customer reported that the unit was getting a shock equipment malfunction message.

Manufacturer narrative:
The customer reported that the unit was getting a shock equipment malfunction message. The unit was evaluated at philips, and the symptom was verified. Replacing the therapy pca resolved the issue.